Event description:
According to the reporter: occurred post-operatively. The doctor reported granulation of the vaginal cuff following a total laparoscopic hysterectomy. The issue caused tissue damage. Patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the issue caused tissue damage. Many weeks later, patient was taken back to the or to excise the granulation and correct the issue.